Event description:
The report received from the affiliate indicated that the pt was included in a clinical study. The report indicated that during the procedure while post-dilating the precise 10 x 40 mm stent with an amiia 5 x 30 mm balloon at 10 atm, the pt developed a stroke. An angioguard 5 mm embolic protection device was in place. The stroke was characterized by paralysis of the left side. Edaravone was administered. An MRI post-procedure confirmed a cerebral infarction of the ipsalateral side. According to the physician, the angioguard filter basket was unable to catch the debris properly which led to the stroke. The pt's act was reported to be 327/sec. The event was reported to not be related to the pt's anticoagulation. The pt received rehabilitation after the event and his condition was reported to be much improved. The pt was discharged the day after the procedure.

Manufacturer narrative:
The indication for the elective procedure was a previous stroke and the pt was symptomatic. The target lesion was the right internal carotid artery (rica). The lesion was reported to be: an 80% stenosis, not calcified or tortuous, 1.7mm vessel diameter, and 20mm in length. The lesion was pre-dilated with a st jude submarine 3.5 mm balloon at 10 atm. The precise 10 x 40 mm stent was deployed without any reported problem. There was no reported problem with the angioguard 5 mm embolic protection device or the amiia balloon catheter. The precise stent was post-dilated as part of the physician's routine protocol. Debris was noted to be present when the angioguard device was removed from the pt. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. The product was not returned for inspection. Note: lot # 03400123 is cordis lot # 70708501. Per facility report: cordis corp reported no product is expected to be returned to lake region medical for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation,the facility is unable to determine the exact cause for this incident. The facility did review the device history records relative to the mfg, inspecting and packaging of lot 03400123. This packaging lot which were shipped from the facility on july 28, 2008. The history records indicate this product was final inspection tested at the facility, and was determined to be acceptable. This is one of three products used during the same procedure. Please reference MFR. Report # 9610978-2009-00120, # 9616099-2009-00790, and # 1016427-2009-00123.